Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the anterior side assessed as surgical damage. Additional observations: brown particles observed on the device. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported patient underwent an ultrasound scan followed by a magnetic resonance imaging (MRI) scan, which showed the rupture of both implants." This record relates to the left side. The device has been explanted and replaced with with non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported patient underwent an ultrasound scan followed by a magnetic resonance imaging (MRI) scan, which showed the rupture of both implants." This record relates to the left side. The device has been explanted and replaced with non allergan device.